Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4). Reference manufacturer¿s report number: 3004209178-2015-12957; information was previously reported on the patient¿s implantable neurostimulator (ins).

Event description:
It was reported that the patient had a worsening of their dystonia. This was deemed not related to any of the patient's implantable neurostimulator (ins) system components or to the device procedure. The issue required a visit to the urgent care and an unscheduled clinic/office visit with a patient examination performed on (B)(6) 2015 for diagnostic testing and troubleshooting. An action taken as a result of the issue was that the entire ins system was explanted and the components disposed of per biohazard instructions. The event was considered ongoing as of the date of report. The patient status at the time of report was noted as "alive - no injury". Additional information from the healthcare provider of a clinical study reported device interrogation revealed there was lead high impedance the day of device explant. It was unknown if it was related to lead 1 or 2. The event was considered resolved without sequelae. Patient's medical history included breast cancer with chemotherapy or radiation treatment, dystonia and they were taking movement disorder and or psychiatric medications of biperidene, clonazepam, baclofen and tetrabenazine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in a life-threatening illness or injury. The event required in-patient or prolonged hospitalization.

Manufacturer narrative:
It was determined that this report was a duplicate of report number 3004209178-2015-21988. To this end, all additional information received regarding this event will be submitted under report number 3004209178-2015-21988. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead implant date was 2006. High impedance were on both leads.